Event description:
It was reported the patient was trying to recharge the ¿rechargeable system¿ that she got a week ago, with no luck. It was clarified the patient had back surgery a week ago, and the implant was done prior to that. A coupling problem was reported, but the patient was able to get 8 coupling boxes after troubleshooting. The patient was reportedly still in the rehabilitation unit at the hospital, and was unable to bend over because of the fusion she had last week. It was reported the health care provider had it implanted so deep, it was hard to find out where the charging paddle goes. It was reported the patient ¿still had back pain¿ and wanted to start using the stimulator to cover the pain. The patient¿s leg pain was reportedly gone. Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was further reported that the cause of the event was the implantable neurostimulator (ins). The patient was experiencing pain at the ins. The ins was replaced as a result of the event and the patient required hospitalization. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).